Event description:
Equashield syringe su-3/2: while pharmacy technician was drawing up navelbine in a equashield syringe su-3/2, chemo started to go inside the "sealed" back of the syringe. Technician was able to completely draw up dose without any chemo coming out of syringe completely. This problem happened also with the equashield syringes su-60/2 and su-35/2, while drawing up 5-fluorouracil and doxorubicin, respectively. The instances with these last two syringe sizes happened on different days and have not been reported to medwatch prior to this report. FDA safety report ID# (B)(4).